Manufacturer narrative:
(B)(4). Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cutter device wobbled at 80,000 rotations per minute. There were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to jan 13,2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.